Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the turbohawk torque shaft was loaded through the guide sheath and the distal tip assembly was partially exposed beyond the guide sheath's distal tip. The guide sheath's distal tip exhibited a longitudinal crease but no evident tearing. The exposed section of the turbohawk guidewire lumen (gwl) did not exhibit any damage relevant to the reported event. The distal tip assembly was pulled distally and the distal tip assembly distal to the proximal edge of the housing window was found separated from the rest of the turbohawk. The distal fracture face exhibited material deformation of the platinum/iridium housing indicating a ductile tear at the proximal edge of the housing window. The remainder of the gwl was not torn. The drive shaft and cutter head assembly were intact and complete.

Event description:
The lesion was in the right common femoral. The turbohawk would not cross lesion at initial insertion. The physician then pre-dilated with a 5mm balloon and re-inserted the turbohawk, but it still would not cross. The physician tried to torque the device but it would not torque. The physician went to remove the turbohawk out of the patient and the nosecone broke off in sheath and separated from the catheter. The nosecone remained in the sheath and came out of the patient when the sheath was removed. No adverse event for the patient.